Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) device and lead system were exhibiting oversensing resulting in the delivery of inappropriate shock therapy.